Event description:
Analysis of the device revealed corewire and nitinol tubing separation. There was no no patient involved.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis revealed that the nitinol (niti) tubing was separated on its distal section at 1.4 from its distal end. The niti tubing and the platinum coil were severely stretched. Due to the stretching, the niti tubing and core wire were separated. The core wire was bent on its distal section. No anomalies were observed on the corewire bond joint. The guidewire dimensions were within specifications. Based on device analysis, it appeared that the guidewire severely stretched while being removed from the dispenser hoop and subsequently became separated. Therefore, the root cause of the device findings was likely caused by handling of the device during the clinical procedure or unpacking/preparation.